Event description:
Inbound. Cadd 100 ml cassette lot # 4157445 exp 06/24/2026 with 47.9 ml res volume causes continuous, unresolved beeping & no disposable alarm on both pumps. Cassette wasted and patient will mix new cassette. Cassette not available for return. No further details provided.